Event description:
It was reported that the patient received inappropriate therapy due to double-counting of a wide qrs. The physician attempted to reposition the rv lead, but was not successful. The pocket was closed and a reposition was re-scheduled for a later date. However, the device was reprogrammed to disable therapies and the system remains implanted per family request.

Manufacturer narrative:
Na